Manufacturer narrative:
The remote service engineer (rse) created an onsite work order (wo) to have the device evaluated. The authorized service provider (asp) was dispatched onsite to repair the device. Upon arrival, the asp confirmed the reported issue and found that the power cord was damaged. The asp therefore replaced the power cord and verified that the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint by the customer on the v60 indicating that during setup, the device powered off by itself after it was powered on. It was reported that there was no patient involvement at the time the issue was discovered. The device was removed from service. No patient or user harm was reported. The customer called technical support to report that during setup, the device powered off by itself after it was powered on. The biomedical engineer (bme) duplicated the reported issue and discovered that the device was plugged into alternating current (ac) power. The bme also found that the power cord was fully seated at the back of the device, but there were no yellow light emitting diodes (leds) illuminated on the front panel. The investigation is ongoing.